Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was prompting an ¿error 4¿ message when she was attempting to test her blood glucose. According to the ot ultra owner¿s manual, an error 4 indicates that the patient may have a high glucose and they have tested near the low end of the system¿s operating temperature range, there may be a problem with the test strip, the sample was improperly applied or there may be a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first started on (B)(6) 2013 at 2:15 pm, the patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported immediately after the issue occurred, she felt ¿stressed and shaky.¿ the patient reported on (B)(6) 2013 between 2:30-2:35 pm, she had something to eat or drink as treatment. The patient reported no other device was used to measure her blood glucose. At the time of troubleshooting, the cca determined this was not the first time the meter had been used. The cca noted the patient¿s testing steps were correct and in good condition. However the cca was unable to resolve the alleged issue with a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia after the error message occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.